Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip jumping), and the reported difficult to open or close (clip open - difficult), could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. An xtw clip was inserted, but while in the left atrium (la), the clip was unable to open. Troubleshooting was performed, but the clip was still unable to open. Additional force was applied, and the clip arms popped open. The clip was closed again but was again unable to open. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.